Event description:
The reporter indicated the surgeon implanted an implantable collamer lens, in the patients right eye (od). The lens was reported as having a high vault and the patient complained of halo images next to objects peripherally. Also had double images inferiorly and diagonally. The lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Age: unk. Weight: unk. Race: unk. Ethnicity: unk. Date of event: unk. Other #: expiration date unk. Implant date: unk. Explant date: unk. Device manufacture date: unk. (B)(4). Claim # (B)(4).